Manufacturer narrative:
Concomitant medical products: 439688 lead, implanted: (B)(6) 2014; dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection after the patient noticed that the device pocket was red and swollen. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.